Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. Patient information could not be provided due to country privacy laws. Unique identifier is (B)(4). Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit start to smell overheating odor. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The carrier board replaced to resolve the issue.